Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise, decreased sensing, increased impedance, and high capture threshold were noted on the right ventricular (rv) lead possibly due to electromagnetic interference (emi). No further intervention was performed and the lead will be monitored. The patient was stable with no adverse consequences.